Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for access site bleeding requiring intervention. It was reported that on (B)(6) 2018, two mitraclips were implanted in a patient with mitral regurgitation. Post procedure, on (B)(6) 2018, access site bleeding was observed. A femostop device and a pressure dressing were applied without reported issues. Per physician, the event was not serious and there was no device issue with the steerable guide catheter. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effect of hemorrhage requiring transfusion as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of hemorrhage appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.